Manufacturer narrative:
(B)(6) 2025 - the consumer did not provide the device as an investigation would be required to make a determination.

Event description:
"(B)(6) 2025 - customer called because she connected the unit, it sparked a lot, and the sparks got to her hand and burned her. Customer states she will probably need to go have it checked by a doctor / also, the counter got damaged". The severity of the burn was not provided by the consumer.